Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella rp device for mechanical circulatory support. The team experienced difficulty attempting to deliver the impella rp, due to patient's anatomy and enlarged right ventricle/right atrium. Delivery was ultimately aborted and the patient was scheduled for transfer to an outside hospital for further support.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue was most likely due to patient condition due to enlarged rv/ra.